Event description:
Caller reported a cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed the issue and decided to replace the pump, sending a new one with updated software. The customer was advised to continue using the current pump until the replacement arrived and was given instructions on returning the faulty pump. The caller understood and acknowledged all instructions provided.